Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care. No address on file.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of 152mg/dl non-fasting using true metrix air meter. The test strip lot manufacturer's expiration date is 05/17/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Mlc-30 user applied blood to strip before inserting strip into meter test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to sendvproduct notification letter to customer to contact customer care.no address on file. Correction: correct mlurc on section h10 after reviewing complaint.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on 11/13/2018, a blood test was performed by the customer and produced test results of 152mg/dl non-fasting using true metrix air meter. The test strip lot manufacturer's expiration date is 05/17/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.